Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker system had experienced sycnope. The patient was evaluated in the emergency room. Upon interrogation is was noted that a lead safety switch (lss) had occurred. There were stored electrograms with noise present. The physician did not believe that the syncope was related to the device was the patient does not require ventricular pacing and rather that this was a vasovagal. The noise was unable to be reproduced. The patient was to undergo a revision procedure in the near future. No further information has been made available at this time.